Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. The device report from the clinical portal shows a prolonged period of hypoglycemia lasting approximately 3 hours on the reported event date following a supply change prior to the supply change, insulin dosing was paused approximately 2 hours due to the cartridge being empty. After the supply change, insulin dosing resumed, the glucose was stable at 163 mg/dl, and four small doses of insulin are delivered before dosing is suspended as the glucose level begins trending downward. Dosing was suspended 30 minutes prior to the start of the hypoglycemic event. During the hypoglycemic event, the nadir cgm glucose was 39 mg/dl with total time less than 54 mg/dl of 2 hours and 30 minutes. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values when it was able. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. Considering the drop in glucose after the supply change with minimal insulin dosing for over 2 hours prior to the event, it is possible that the user was connected to their infusion site during the supply change and unintentionally primed insulin into the body. However, without more information regarding the details surrounding the event, we are unable to determine an exact cause at this time.

Event description:
Experienced a low blood glucose (bg) event. The event was reported to have occurred on 07/12/2024. It was reported that the user lost consciousness for two hours. The tbm had no additional details about the event. Multiple attempts by beta bionics customer care to contact the user to obtain additional event information have been unsuccessful.